Event description:
During an incident in a foreign country in 2006, involving a diabetic male patient in cardiopulmonary arrest, this defibrillator analyzed, charged and shocked, but then prompted "check electrodes" and was unable to analyze again. New defibrillation pads were attached and the patient's rhythm still showed spike-like waves but the "check electrodes" message was still being displayed. The ambulance arrived at a hospital and the defibrillator was turned off. Additional treatment by the ambulance crew was CPR and treatment after arriving at the hospital is unknown. Patient outcome is unknown.

Manufacturer narrative:
Laerdal medical as e-mailed this initial adverse incident report to laerdal medical on 7/20/06. The defibrillator involved in this incident report has not been returned to laerdal for evaluation. Additional information will be filed as a supplementary follow-up report.